Manufacturer narrative:
Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was redness at the pocket site after patient got in the hot tub. The patient was prescribed with antibiotics. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was washed out and the pocket was relocated. The ipg remains implanted and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that there was redness at the pocket site after patient got in the hot tub. The patient was prescribed with antibiotics. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was washed out and the pocket was relocated. The ipg remains implanted and patient was doing well postoperatively.